Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, but the call dropped during the reset process. Technical support attempted to follow up with the customer, left a voicemail requesting a callback, and was waiting for the pump to turn back on.